Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification and expiry date; implant date; manufacture date. This report is number 2 of 6 MDR's filed for the same event (reference 1825034-2014-00608 and 02951 / 02955).

Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date. It was further reported patient underwent revision procedures on (B)(6) 1985, (B)(6) 1987, (B)(6) 1988, (B)(6) 1990, (B)(6) 1993, (B)(6) 1997 for unknown reasons. Subsequently, patient was revised on the left side on (B)(6) 2005 due to polyethylene synovitis.